Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the orif surgery for fracture of epiphysis of clavicle. Since there was a 3rd bone fragment in the epiphysis, tentative fixation was performed with a k-wire after reduction. The surgeon placed a plate and fixed it with a k-wire temporarily and crimped the plate using forceps simultaneously. Then, the surgeon inserted a screw at the distal part of the plate. Subsequently, while the surgeon was inserting the locking screw in question into the 2nd most proximal hole of the plate, the screw broke at its neck. Since there was no extracting device, the surgeon shaved the bone around the screw shaft by an airtome and extracted the screw shaft with radio pincers, etc. The surgery was completed with about 20 minutes delay. The surgeon commented that there was no error in the direction in inserting the screw, and the screw broke before it got locked. This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l16 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is a j&j employee. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10 concomitants added. Therapy date: (B)(6), 2022. H3, h6: part: 04.211.016ts lot: 8l98736 release to warehouse date: 17 jan 2022 manufacturing site: (B)(4) supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va lockscr ã¸2.7 he 2.4 self-tap l16 tan was broken between the head and body of the screw, both fragments were returned. A dimensional inspection for the va lockscr ã¸2.7 he 2.4 self-tap l16 tan was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap l16 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.